Event description:
It was reported the ER had called the sjm rep because the pt had suffered trauma and was receiving shocking sensation from her scs system since the incident. Attempts to f/u and determine the status of the pt, or the issue have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.